Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the empty pump in 2017 was that there was a lack of medicine to fill the pump due to medicare not authorizing it. It was reported that the only drug in the pump was baclofen. To avoid the "pump broke", the pump was filled with saline solution. It was reported that the patient experienced severe pain, spasticity, renal failure and constipation. The pump was refilled, but was done at a later date. Oral drugs were provided to the patient to control the symptoms. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving baclofen 1,000.0 mcg/ml at 1001.1 mcg/day via an implantable pump by simple continuous dosing for an unknown indication for use. The pump logs provided by the clinical site reported that there was an low reservoir alarm on (B)(6) 2017 at 2:34pm and a low reservoir alarm on (B)(6) 2017 at 17:27 and an empty pump alarm on (B)(6) 2017 5:57pm. Per the pump logs, the pump was refilled and updated on (B)(6) 2017. There were no reported patient symptoms. There were no reported complications. Omitted information for (B)(4) ¿ empty pump 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the symptoms were not related to pump, but were related to lack of refill medication due to not having insurance approval in time for refill, creating a lapse of infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.